Manufacturer narrative:
A2 - age at time of event: 18 years or older. B3: estimated based on aware date of 23oct2019. Device is a combination product. Device returned to manufacturer: the promus premier select ous mr 28 x 4.00 mm stent delivery system was returned and analysis was completed. A visual examination of the stent found evidence of proximal stent damage with struts pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent struts were deformed. A percutaneous coronary intervention was being performed. After removing the protector from the 28 x 4.00mm promus premier select stent, stent struts were noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older. Date of event estimated based on aware date of (B)(6) 2019. Device is a combination product.

Event description:
It was reported that stent struts were deformed. A percutaneous coronary intervention was being performed. After removing the protector from the 28 x 4.00mm promus premier select stent, stent struts were noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.